Manufacturer narrative:
The device is not available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed.

Event description:
As reported to coloplast, product broke in situ; a spontaneous unscrewing with a disconnection of the device occurred during the gripping of the stone. This incident led to a shift of the stone and the injury of the ureter, leading to a lengthening of operative time exceeding 15 minutes. (B)(4).